Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was not confirmed. Evaluation did find the bending angle in the up direction did not meet standard value and the play in the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white-clouded area, the water removal ability did not meet standard value due to clogging of the nozzle, switch #2 was scratched, the paint on the air/water cylinder was peeled, the objective lens was scratched, the adhesives around the light guide lens had a white clouded area, the scope cover and connecting tube were dented, and the image had a partially dark area due to a scratch on the objective lens. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the zoom and focus feature of the evis lucera elite gastrointestinal videoscope was not functioning. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the fibrous foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known but the customer suspects the material is non-woven gauze from wiping. Pre-cleaning information- there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported that they did not know when the zoom/focus feature malfunction first occurred.